Manufacturer narrative:
Describe event or problem, relevant tests/lab data and device codes updated. (B)(4).

Event description:
It was further reported that in-stent restenosis (isr) occurred and not thrombosis as previously reported. In (B)(6) 2016, the patient presented with typical symptoms of unstable angina since two weeks and was hospitalized on that same day. The patient was referred for cardiac catheterization. A guide wire was placed in the distal rca followed by cutting balloon angioplasty of the 80% isr in the distal right coronary artery (rca) and 90% isr of the study stent in the proximal rca. Subsequently, both the lesions were treated with a 2.25 x 10 mm flextome cutting balloon with less than 10% stenosis of the distal rca lesion. The proximal rca lesion was treated with placement of a 2.75 x 15 mm non-bsc drug-eluting stent to 3.14 mm with less than 10% stenosis. Follow-up core-lab angiography findings of proximal rca noted absence of thrombus as well as aneurysm. However, core lab noted the presence of isr pattern 3. Revascularization included tlr and remote tvr. The following day, the patient was discharged on aspirin and ticagrelor.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that angina was experienced and stent thrombosis occurred. In (B)(6) 2013, the patient presented due to unstable angina and was then referred for elective cardiac catheterization. Subsequently, the index procedure was performed on the same day. The target lesion was located in the proximal right coronary artery with 99% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The target lesion was predilated and a placement of a 2.50 x 12mm study stent with 10% residual stenosis and timi 3 flow. The next day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient was diagnosed with angina and was hospitalized on the same day. Percutaneous coronary intervention (pci) was then performed in response to the event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in june 2016, the 90% stenosis in distal right coronary artery (rca) and 90% in-stent restenosis of study stent placed in proximal rca was treated by performing a balloon dilatation using 2.5 x 10mm cutting balloon followed by angioplasty using 2.5 x 15mm non-compliant balloon.